Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the customer had been unable to get past the sign-in screen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and were able to get medications from pharmacy. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to get past the sign-in screen. A technical support specialist accessed the station using the admin account and confirmed access to medication application. The customer also confirmed successful access to medication application. The issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.